Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that on (B)(6) 2023, the patient faced a bent cannula which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on the same day (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was above 22.2 mmol/l and had high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used under 24 hours. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.